Manufacturer narrative:
Pharmacovigilance comment: the suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products have been used. The serious event of bacterial infection and the non-serious events of erythema, nodule, inflammation, swelling, pain, induration and purulent discharge at implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for multiple medical interventions. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [late bacterial infection - literature article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 04-jun-2019. Netsvyetayeva et al. The impact of lifestyle upon the probability of late bacterial infection after soft-tissue filler augmentation. Infection and drug resistance. 2019:12; 855-863. Netsvyetayeva et al. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance. 2019:12; 469-480. A (B)(6) female patient received treatment with total 2 ml of unspecified ha filler to bilateral cheeks. On an unknown date, one month later treatment, the patient developed late bacterial infection/biofilm formation with inflammatory swelling, nodules, redness, pain, induration, and the discharge of pus at all treated areas. The diameter of the lesion was reported as less than or equal to 2 cm. On an unknown date, the patient received first therapeutic treatment with ciprofloxacin 500 mg twice a day, clarithromycin 500 mg twice a day, trilac capsules thrice per day orally and hyaluronidase 135 units . The initial treatment was unsuccessful as the symptom relapsed. The patient was then successfully treated for the adverse events in accordance with the m and n scheme which involved the following procedure. Puncturing the lesion with an 18 g needle, followed by drainage of pus and fermented cross-linked ha twice a week, until complete resolution. An allergy test was performed before the first administration of hyaluronidase. It entails subcutaneous injection of 20 units of hyaluronidase into the forearm skin, followed by a 30-minute observation period. At least 72 hours was passed before assessed the result to ensure that any negative results are valid, as intolerance may be either the early or late type. Local administration of hyaluronidase 135 units directly onto the lesion twice a week for 21 days. Oral administration of combination antibiotic therapy included 400 mg moxifloxacin twice per day, 500 mg clarithromycin twice per day. Probiotic formulation consisting of 1.6 billion cfu of lyophilized strains of lactobacillus acidophilus, l. Delbrueckii subsp. Bulgaricus, and bifidobacterium lactis, three capsules per day during the antibiotic therapy and for 1 month after its completion. It was informed that the patient received remedial cross-linked ha administered at eyebrow area after resolution of initial symptoms with the m and n scheme, and remission was observed at a new area over the right eyebrow and right cheek during the following 2 months. The diameter of the relapsed nodule was reported as less than or equal to 1 cm. The patient was then retreated with hyaluronidase at a dose of 75 units based on the size of nodule. No relapses occurred in the following 2 years.